Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during use, a deflux syringe cut the right index finger of "[physician]". The patient was a child, procedure was bladder neck bulking. A deflux metal needle was in use. The patient was under general anesthesia. The procedure was able to be completed with additional deflux syringes. "[Physician]" reported a minor puncture with no lasting consequences to this point." Additional information received on june 09, 2026, indicated that "the patient was under anesthesia, and the procedure proceeded without awakening once the event occurred. The operation proceeded as planned with other syringes. 3.7 deflux metal needle was used. Deflux was being used for a bladder next injection. A child was being treated. One of the syringes snapped while trying to inject, and a piece of glass from the syringe broke off and cut the physician's finger through his sterile glove. No medical or surgical intervention was needed. No hospitalization needed. There is no permanent impairment of body function or body structure."